Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the ins was explanted on (B)(6) 2025 and was replaced with another manufacturer's device. The patient said the ins was explanted because a month before the explant procedure their healthcare provider (hcp) felt that the ins battery was no longer working even though the patient told their hcp they had no problem with it. The patient mentioned that the ins was on the lowest settings and their hcp had told them the ins would last 10 years, but nobody tested it. The patient was redirected to their hcp to further address the issue.